Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "blood flow was visualized after puncture, so advanced wire placement. When advanced catheter forward over the wire, catheter crush was observed, both catheter and wire were removed. Found 1~1.5cm catheter is missing (cut). X-ray was taken, missing part was found in patient's muscle. Additional operation had to be conducted by surgeon to remove the part of catheter by incising 2cm at wrist. Patient is now recovering."

Manufacturer narrative:
Qn# (B)(4). The customer has reported that the sample is not available for return; however, they did provide five photos for evaluation. The first photo displayed a representative arterial catheter next to the sample catheter. The distal portion of the sample catheter was separated and was severely kinked/deformed. The second photo displayed the separated portion of catheter, which also appeared severely kinked and damaged. The last two photos showed an x-ray of the separated portion of catheter in the arm. Although the complaint could be confirmed based on the customer photos, a full visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage." The customer report of a separated catheter was confirmed by visual examination of the customer supplied photos. The customer photos showed a used arterial catheter with a distal portion of the body separated. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on a potential lot identified from sales history and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The complaint is reported as: "blood flow was visualized after puncture, so advanced wire placement. When advanced catheter forward over the wire, catheter crush was observed, both catheter and wire were removed. Found 1~1.5cm catheter is missing (cut). X-ray was taken, missing part was found in patient's muscle. Additional operation had to be conducted by surgeon to remove the part of catheter by incising 2cm at wrist. Patient is now recovering."